Manufacturer narrative:
Work order search: one similar complaint#: (B)(4) is associated with the patient's fellow eye (os). (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.5/1.0/179 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Toxic anterior segment syndrome (tass) was observed. No diagnostics were performed. Cause of the event was reported as the device. Lens remains implanted. Lindelon was prescribed. Reportedly, "after 1 months prescription of lindelon, she is on the mend." Problem was resolved.

Manufacturer narrative:
Corrected data: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Statement should have been included in initial medwatch report. Claim#: (B)(4).